Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively from the patient's left eye due to a bent haptic noted during insertion. An ez-28 delivery device system was used. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of the same model was implanted successfully. Please reference MDR# 1119279-2012-00336 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.